Manufacturer narrative:
Supplemental medwatch created as UDI was originally incorrectly provided under MFR #0001038806 -2020 -00556 .

Event description:
There is no update to the original description provided.

Manufacturer narrative:
The product was returned for investigation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that customer stated the implant were showing through the tissue and too far to the buccal side. Tooth location 29. Doctor made new treatment plan for patient. Patient will return to have a full arch placed.